Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had frozen display. Customer stated that insulin pump screen was frozen at the time of call and buttons also not responding. Customer stated that insulin pump buttons were not responding after inserting new battery. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with intermittently unresponsive keypad at the down button due to moisture damage on the electronic assembly. The connector on electrical board 1 was locked properly during visual inspection. Frozen screen not confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay.